Event description:
Wound vac began beeping with message "canister full" (canister was not full). Unit display indicated vacuum of 75 mm hg even when beeping. MFR was called regarding error message and a unit nurse was able to troubleshoot and stop the beeping, unit displayed vacuum of 75 mg hg. Later in the day, the unit began beeping again and a "canister full" message was displayed (again canister was not full). Physician removed and replaced wound vac. Physician reported alloderm (internal graft) was sloughed off due to bile leakage, ballooned out and broke the seal over the wound.